Event description:
This event is being reported as part of "a retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported the subject received integra, with wound debridement on (B)(6) 2012. The subject's wound, which was on the right plantar foot, had a surgical, diabetic neuropathic ulcer etiology. The wound's approximate measurement was 3 cm length, 2 cm width. On (B)(6) 2012 the subject had an averse event of an infection. This event was documented as severe and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken was excision of the ulcer with bone resection. On (B)(6) 2012 the subject was readmitted for irrigation and debridement and bone resection. Intravenous antibiotics via home delivery antibiotics program (opat) were then initiated. This event was deemed resolved on (B)(6) 2012 when the target wound was deemed healed during a follow-up visit. The subject experienced wound recurrence and another adverse event of infection on (B)(6) 2013, which was considered moderate in severity but not a serious adverse event. The subject was treated with local wound care and oral antibiotics. This event was deemed unrelated to integra. The infection resolved (B)(6) but as of (B)(6) 2013, the wound had not healed. There is no additional follow-up available.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.